Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient had not experienced any recent injury or trauma that may have damaged the ncp system; however, treating neurologist indicated that the patient was somewhat of a 'spastic' kid and that she had grown a lot in the last couple of years. No intervention is planned until x-rays are reviewed. No adverse event was reported in conjunction with the high lead impedance condition. Lead break is suspected. Revision surgery is likely.